Manufacturer narrative:
It was later reported that the defibrillation lead was successfully replaced and a new device was also implanted. The lead was to be returned for analysis.

Manufacturer narrative:
Resolution has been requested. Information suggests all products remain in-service. This investigation will be updated should further information be provided.

Manufacturer narrative:
The patient is scheduled for a follow-up appointment.

Manufacturer narrative:
Upon return to our quality assurance laboratory the complete lead underwent detailed analysis. Visual observations noted set screw marks on all terminal connectors. The medical adhesive was torn from the gore at the proximal end of the spring electrode and the proximal spring was stretched at this point. The helix was also extremely stretched. The lead failed the helix mechanism test most likely due to dried blood in mechanism. However, the lead passed resistance and pressure tests confirming electrical performance and insulation integrity. In conclusion, the field allegation was not confirmed through analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 125 ohms the defibrillation lead and greater than 2000 ohms on the left ventricular lead. After troubleshooting and changing the configurations the left ventricular lead impedances returned to normal. Technical services discussed possible causes. No adverse patient effects were reported. It was reported that this patient had not been followed in some time and never had connected their latitude communicator.

Event description:
--